Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
There was a leak from the valve of the sheath. The sheath was replaced and the cryoablation procedure was completed. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
The product was returned and was visually inspected and functionally tested. The visual inspection showed that the shaft and handle were intact with no apparent issues. The reported leak was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities this potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.